Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) calibrated twice and would not stay calibrated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the epgs and performed release testing. The unit operated to the manufacturer's specifications. The service repair technician (srt) duplicated the reported complaint. During troubleshooting, the oxygen (o2) sensor accuracy test failed. The o2 analyzer calibration was successfully completed, but the test results for the o2 analyzer test were out of specification. The srt replaced the o2 sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.